Event description:
It was reported that the patient had electrical tape wrapped around both of the black and white connectors and the system controller was subsequentially exchanged by the clinician. The patient was admitted to the hospital to rule out a driveline infection. A computed tomography (CT) of the abdomen showed new small complex fluid hypo density at skin surface entrance of driveline. The patient was negative for leukocytosis and surgery was scheduled a week in advance for the further evaluation of the small fluid collection. The patient was given antibiotics vancomycin and cefepime. The skin around the driveline had moderate irritation, erythema, tenderness and drainage. The patient was discharged (B)(6) 2022. Log files also revealed the patient experienced a loss of external power while connected to the mobile power unit (mpu). The mpu event was resolved once ac power was completely restored to the mpu.

Manufacturer narrative:
Patient gender requested; information not yet provided. Related MFR 2916596-2022-14843, 2916596-2022-14939. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.